Event description:
On (B)(6) 2025, the commercial team member met the patient to adjust the programs on their transmitter assembly. Upon asking the patient to demonstrate proper antenna placement, the commercial team member observed the skin at the receiver site appeared purple with the neurostimulator pressing outward, though the skin remained intact. The patient was asked to keep the skin clean and dry. On (B)(6) 2025, the patient reported erosion as the neurostimulator was sticking out of their skin and was advised to go to the emergency room. It is unclear if the patient presented to the emergency department as the patient has been unresponsive to phone calls. An explant procedure was performed. However, the exact date is unknown as the patient continues to avoid directly answering questions regarding where or how the explant was performed and is consistently difficult to communicate with. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, implanting a damaged neurostimulator, the patient going through an MRI procedure, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential root causes. However, the patient reportedly used a foam roller, therapy gun, and underwent physical therapy in the neck and upper back area where the device is implanted. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to patient non-compliance as the patient used a foam roller, therapy gun, and underwent physical therapy in the neck and upper back area (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.